Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had some good days and some bad days. On the bad days, they were up every 20 minutes at night, could not drink anything after six o'clock, and could only have half of a cup of orange juice or the symptoms became worse. They had also been having pain in their foot. They noted they had an infection from the surgery and were on antibiotics. They had a baseball sized pink/purple bump that they described as their 3rd butt cheek. They were on antibiotics and the infection had cleared, but they were seeing the doctor in two weeks to follow up again. The option of switching programs was reviewed. They did not on the call, but planned to when they had the equipment with them. They planned to monitor their symptoms and adjust as needed. There were no device issues or further patient complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the therapy still wasn't working, they said that sometimes they went every hour and sometimes every 20 minutes and it was worse at night. They said that their follow-up appointment had been postponed due to weather, so they hadn't yet notified their managing physician. They noted an appointment next month. They said they had adjusted settings on current program and tried other programs. Information was reviewed.